Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to a relay transport device. The relay transport device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)).

Event description:
"The patient has thoracic aortic dissection and has narrow iliac diameter, and the delivery system couldn't pass. The patient was transferred to open surgical finally". Patient outcome: "no patient harm, patient chose surgical treatment for therapies".